Manufacturer narrative:
Initially a head error on power up of the device was reported and caused the complaint. The service technician replaced the defective control board and removed the rotaflow drive (rfd) from use. The defective rotaflow drive was causing the control board to fail. The service technician replaced the rfd with a loaner rfd. After replacement the unit passed all tests and was returned to customer cleared for clinical use.(see service order report 43442313 dated on 2020-09-02). The affected drive was sent under RMA#42060 for investigation. On 2020-10-08 the drive was forwarded to emtec with the information: "1000 rpm error head". According to the service report rma2020-10345 it could be confirmed that the rotaflow was hot swapped and caused a head error. Under this investigation as a probable root cause mishandling could be confirmed. Thus the following possible cause could be determined for the head error: 1. The head error is caused by the hot plug. When the device is in operation and the power plug is plugged in or out the head error occurs and the rota flow drive and / or the control board is damaged. As a result the rota flow drive and / or the control board has to be replaced. 2. If the rpm / lpm is set to zero and the drive as well as the inserted centrifugal pump is shaken this causes magnetic uncoupling of the centrifugal pump and thus leads to the head error. This error can be overwritten by restarting the rota flow console. Furthermore, the instructions for use of the rotaflow system, see rotaflow system user manuel, instructions for use / 4.2 / en / 13, chapter 8.1.2 contain detailed descriptions to prevent an ¿error head¿. Rotaflow console serial#(B)(6) : the device history record (DHR) of the rotaflow console (material: 70104.3292, serial: (B)(6) ) for which a customer complaint was received, was reviewed on 2020-09-07. The DHR does not show any abnormality or issue that is related or can have led to the customer complaint. Rotaflow drive serial#(B)(6) : the device history record (DHR) of the rotaflow drive (material: 70102.2161, serial: (B)(6) ) for which a customer complaint was received, was reviewed on 2020-09-07. The DHR does not show any abnormality or issue that is related or can have led to the customer complaint. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required the occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint number: (B)(4).

Manufacturer narrative:
A follow up will be submitted when additional information becomes available.

Event description:
On rotaflow console and rotaflow drive a head error on power up was reported. Complaint number: (B)(4).